Event description:
The suspect device result was 312 mg/dl. The user went to the hosp and their glucose was 94 mg/dl on a hospital meter. No treatment was given. Controls were not used. They ate chips and drank a diet coke on the way to the hospital. The device was replaced and requested to be returned for evaluation.